Manufacturer narrative:
The replaced external portions of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the pump confirmed multiple percutaneous lead wire compromises that would have contributed to the reported low speed and pump stoppage events. Approximately 6 inches of the original distal end of the lead was returned and approximately 19 inches of the second replaced portion of the lead was returned. Electrical continuity testing of both replaced lead segments found that all wires were electrically intact. Examination of the underlying wires found no areas of compromised wire insulation or damage to the inner metal conductors along the length of both returned lead segments. Hipot testing of the lead segments revealed no areas of current leakage. The pump was returned assembled with the percutaneous lead (lead) severed approximately 0.5 inches from the pump housing and the remainder of the lead was returned in two segments. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood contacting surfaces upon disassembly of the returned pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of all three returned lead segments revealed that all wires were electrically intact. The outer silicone sleeve was removed, revealing significant breakdown of the metal braided shield on the internal portion of the lead at approximately 5.5-7 inches from the nipple of the pump housing. In addition, a small hole was noted in the clear bionate in the area of shield breakdown at approximately 6 inches from the pump housing, suggestive of an electrical short. Visual inspection of the underlying wires found multiple breaches in the insulation of the black, brown, red, orange, and yellow wires at approximately 5.5 inches from the nipple of the pump housing, exposing the inner conductors. Two additional smaller breaches in the insulation of the green and orange wires were found at approximately 7 inches from the nipple of the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The reported pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power (such as the power module) or on battery power as recorded in the submitted system controller log file. The system also had the potential to short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppage events occurred. The system controller was exchanged; however the events persisted. X-rays reviewed by the manufacturer¿s technical services revealed a suspicious area at the distal end of the percutaneous lead. A percutaneous lead (driveline) replacement was completed near the distal end bend relief; however, the alarms were reproduced post-replacement. The maximum length of the external portion of the percutaneous lead (driveline) was then replaced, but again the alarms were reproduced post-repair. On (B)(6) 2017, the patient underwent a pump exchange.